Event description:
It was reported that the lead impedances are fluctuating between 50 and 100 ohms. The lead is still in use. No patient complications reported as a result of this event. It was further reported that the lead impedance is now greater than 200 ohms and that the lead is suspected to have either a conductor fracture or a bad connection. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv and svc defib impedances are fluctuating between 50 and 100 ohms. The lead is still in use. No patient complications reported as a result of this event.